Event description:
It was reported that the handpiece was getting hot during an oral surgery. The procedure was successfully completed with another device. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was problems with the driveshaft, rotor, and spindle housing. The driveshaft, rotor, nose cone, and bearing stop were each replaced. Service will repair and return the device to the customer.